Event description:
It was reported that this right ventricular (rv) lead was exhibiting impedance issues and high pacing thresholds and was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has been returned for analysis. The "known inherent risk of device" investigation conclusion code was selected based on the direct observation of calcium deposits on the tip or electrodes of the returned lead. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting impedance issues and high pacing thresholds and was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has been returned for analysis.